Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 300 units of insulin. The customer was able to load a new cartridge successfully. In addition, it was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge showed a static fill estimate of 105 units. The customer's blood glucose level ranged from 134- 280 (mg/dl), which was addressed with a correction bolus. During the call with tandem technical support, the customer was able to load a new cartridge successfully.